Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) device history record review no deviation in device history record. Verification of manufacturing and testing procedures product was manufactured and released following acceptable testing in accordance with product procedures / work instructions. Verification of reserve samples; no deviation found. Sample investigation four pictures were provided for preliminary analysis. Under their reviewed it was observed: one picture showing a spot embedded into the tubing in which the infusion port is built. One picture showing a spot embedded inside the rubber of the injection port. One picture showing a spot embedded into the tubing in which the injection port is built. One picture showing the cap of the infusion port that have to be removed before therapy is displaced because partially detached. The portion of three bags, including all access ports, that was separated from the rest of the bag was received back. All the connectors were inspected, under light source, for presence of spots. Results: sample 1) 1 unit with dark dot on the external surface of the rubber of the injection port was found. Sample 2) 1 unit with a gray dot embedded in the wall of the tube into which the infusion port is built was found. Sample 3) 1 unit with two small dark particles embedded in the wall of the infusion port body. Concerning the last sample 3), shape and aspect is compatible with burned plastic material; the formation of such kind of particle can be linked to the molding phase of the component. The particle is made by the same material of the component; the functioning of the product is not jeopardized, the defect is classified as aesthetic. The component is assembled on the bag through an automatic machine; the defective bag was not recognized and segregated in the following inspection step. On the other hands, dots found in sample 1) and sample 2) are embedded in the connector material or tubing and are not visible at 50 cm as required by internal procedure for visual inspection. As per shape and aspect of this dots, they are compatible with burnish material, resulting from molding and extrusion process. It has to be underlined that their presence doesn't jeopardized the functioning of the product, the defect is classified as aesthetic. Concerning the displace of the infusion connector cap, this issue can be potentially linked to an improper positioning of the bag in the package. In particular, the access ports of adjacent bags may have pressed on the connector to the point of partial detachment. The issue occurred after production and can be assessed as a rare case of such kind. The sample with the suspected pm in bag was not provided; therefore no technical investigation is possible and the issue as reported could not be confirmed. Measure with regard to sample 1) and sample 2) no measure will be initiated since according to the investigation result, spots was classified as aesthetic. Regarding sample 3) and cap displacement we have informed all the personnel involved and sensitize about these kind of issue. Since no evidence was provided for suspected pm in the bag, no measure will be initiate. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3 according to the complainant, single chamber containers were rejected for visual issues. Specks were noted, including seven (7) black and three (3) brown, during this visual review. Additionally, one (1) particulate matter (pm) was suspected in container.